Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to connect the male adapter of an unspecified device to the clave secondary port on the cassette of the tubing set for the delivery of an unspecified medication. At this time, the customer contact reported that the clave secondary port separated from the cassette of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.